Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Pt born with congenital defects was implanted with a ti occipital plate/rod. Pt reported clicking noise while turning her head. X-rays revealed a broken plate/rod on the left side. The surgeon noted the pt had fused and removed the plate portion of the device along with three screws. The rod portion of the device remains in the pt. Pt reportedly involved in motor vehicle accident one yr post plate/rod placement. X-rays taken showed plate/rod was not broken at the time of the accident.